Event description:
The patient developed an infection in the chest. The ins and extensions were explanted. He was being treated with antibiotics. The devices will be replaced in the future. Additional information has been requested.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40 lot# va09e5n, implanted: 2013 (B)(6); product type lead product ID 3389s-40 lot# va09e5n, implanted: 2013 (B)(6); product type lead product ID 3389s-40 lot# va09e5n, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va09e5n, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient's health care provider reported on (B)(6) 2013 that perioperative antibiotics were administered. The patient did not have meningitis. The patient experienced redness and swelling. Location of the infection was at the device pocket which was were the culture was taken. The type of organism found was pseudomonas aeruginosa. The total device system was explanted which was a two part procedure. The initial surgery on (B)(6) 2013 removed the ins. The second surgery on (B)(6) 2013 removed the electrode lead and extensions. The patient outcome was noted as ongoing.